Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula bent upon removal event on (B)(6) 2025 which led to persistent high blood glucose level overnight. Due to high blood glucose level patient experienced polydipsia, dry mouth, and drowsiness. The blood glucose level was 400 mg/dl and the patient was treated with external insulin. The patient replaced infusion sets and resumed insulin successfully. No additional information available.